Event description:
The customer stated that she had been experiencing high and low blood glucose levels for the past two months. The reported blood glucose reading at the time of the call was 250 mg/dl. Troubleshooting was performed and the insulin pump was programmed correctly. The insulin pump passed the prime test, but failed the high pressure test. The insulin pump passed the displacement test. The reservoir volume matches the amount of insulin in the reservoir. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.